Event description:
According to the reporter: occurred during a thoraco / lobectomy procedure. The reload was connected to the manual stapling handle for the first firing. However, the reinforcement material was displaced. Replaced by a new reload and the firing was completed. Connected a different reload to the manual stapling handle for the third firing. The surgeon tried to squeeze the handle, however, could not. Noticed that the cartridge was pre-fired. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.